Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump had not been charged and the pump shutdown due to insufficient battery power. The customer had elevated blood glucose levels (374 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.